Event description:
Pt died in 2002. Pt underwent a new procedure involving the "anchor" graft, a minimal invasive operation to repair their main blood vessel, the aorta. During the procedure, the pt's iliac blood vessel was ruptured by dr. And was not recognized. Pt became very sick immediately while they were still in the intensive care. Pt was taken back to the surgery and their blood vessel fixed, but by then pt had suffered a big heart attack. They later found that dr. Was not officially trained to do this procedure until after the pt's death. He had not attended a FDA mandatory training class until sometime later. Rptr believes the pt's death could have been preventable and requests an investigation. This involves a new surgery procedure and medical device as well as lack of proper FDA required training. Rptr has spoken with other pts cared for by dr. And heard of very bad events occurring while under his care while doing these "angioplasty" procedures.